Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level greater than 500 mg/dl. Reportedly, the cause was unknown. The customer went to the emergency room (ER) where intravenous insulin was administered to address elevated bg. The customer left the ER in stable condition (bg 150 mg/dl).